Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient presented in clinic for routine follow-up. Upon interrogation of the device, non-sustained ventricular tachycardia and non-sustained oversensing episodes due to noise was noted on the right ventricular lead. The noise could not be reproduced in clinic and the x-ray of the lead appeared normal. No intervention was performed. The patient would continue to be monitored.